Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a unknown cls hip stem on an unknown date. A revision surgery is in planned for on an unknown date due to unknown reason.

Event description:
It was reported that the patient was implanted an unknown hip insert and that a revision surgery is planned for an unknown date due to unknown reason.

Manufacturer narrative:
Investigation results were made available. The following reports are associated with this event: 0009613350-2018-00020 and 0009613350-2018-00744. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on february 9, 2018, but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that the patient was implanted with a cls stem and a revision has been planned due to unknown reasons. Implants have been identified to be a cls spotorno stem and a cls spotorno expansion cup. As the identification of the stem was requested (in order to provide options for the head), it can be concluded that it remains implanted whereas the femoral head has been revised. Therefore the stem has been moved to the associated products (as described in d11). Review of received data: one undated x-ray has been received. The review has been done by a hcp. The necessity of a revision has been confirmed. The inlay has fractured and as a consequence the femoral head is displaced cranially in the acetabulum. The inclination angle of the cup was found to be very steep. With the available x-ray the inclination angle cannot be determined exactly, however it can be confirmed that it is steeper that the 40-45° which is the range of inclination angle described in the surgical technique. However, as there is no x-ray available which has been taken at an earlier point in time, it cannot be determined whether the cup has migrated or has already been implanted in a too steep angle. Due to this information, the inlay and femoral head have been now considered as main productsrelated to the event. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Conclusion summary: it has been reported that the patient was considered for a revision surgery due to an unknown reason. The review of the x-ray led to the conclusion that the inlay has fractured. The inclination angle of the cup was found to be too steep, however, it remains unknown whether the cup has migrated or has already been implanted in a too steep angle. Due to the fracture of the inlay, the femoral head has been displaced cranially. The product identification as well as the implantation time remains unknown. Additionally it remains unknown, whether there has been any contributing condition to the event. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).